Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) male pt contacted zoll customer support to report that one of the electrode belt's electrodes had rubbed a mole raw, and now the mole is oozing. Zoll customer support recommended adjusting the garment so the electrodes sit in a different area. The patient reports that he has tried this, but the electrode tends to sit in the same area. Zoll customer support then recommended keeping the affected area dry and following up with his doctor. No additional follow-up documented.

Manufacturer narrative:
Device evaluation summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surface of the lifevest device as well as the blue defibrillation gel.